Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the device has a cassette not attached error. Issue was found during testing. No patient harm.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 20-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of ¿cassette [not] attached error¿ confirmed through pvt (performance verification testing). The root cause is that the dso (downstream occlusion) sensor is reading too high of a value. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.